Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the trimmable midline kit introducers breaking before removing from the patient. There was no harm, but it was a little difficult to get out of the patient's skin with nothing to pull with.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel is confirmed; however, the exact cause is unknown. One photograph of a 3.5 fr microintroducer was returned for evaluation. An initial visual observation of the photograph showed a 3.5 fr microintroducer. The microintroducer was observed to have been split; however, one of the t-handles was not connected to the split sheath material. Due to the quality of the returned photograph, details of the damage at the separation site between the defective t-handle and the split sheath material could not be discerned. Blood residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.